Event description:
Same case as MFR# 2134265-2010-05090. It was reported that post the stenting treatment procedure, a vessel perforation occurred and the patient expired. Access was obtained through the femoral artery. The 32mmx4.0mm, 76% stenosed, eccentric target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). It was predilated with a 40x3.5mm apex balloon inflated 4 times as follows: 8atms/10sec, 8atms/12sec, 10atms/8sec and 4atms/20sec. Next, a 3.5x38mm taxus liberte stent delivery system (sds) was advanced and the stent was deployed at 20atms/30sec. The apex balloon was re-inserted and inflated twice: 22atms/15sec and 22atms/8sec. During post dilatation, a perforation occurred. The patient was taken to emergency surgery for repair of a right coronary artery laceration, repair of right ventricular laceration from the pericardial drain, and coronary artery bypass x1. The surgery was successful, however after surgery the patient expired and per the physician, the cause of death was cardiopulmonary cessation. It is unknown if the perforation contributed to the patient death.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).